Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported; therefore, no qualification record were reviewed.

Event description:
A nurse from (B)(6) called an insulet clinical services manager to report an omnipod patient had been admitted. In a follow up call with the csm, the patient reported that sometime the previous night the cannula had dislodged from her skin and she woke up with high blood glucose (exact bg level was not provided). She went to the emergency room where she admitted for diabetic ketoacidosis. She did not provide any further information regarding the hospitalization on the her treatment at that time. Attempts were made to contact the patient to provide additional information. Messages were left, but she did not return the calls.